Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 265 mg/dl and the sensor glucose was 303 mg/dl, 57 mg/dl and threshold suspend was 60 mg/dl. Insulin delivery was suspended due to sensor glucose values. The caller was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.